Event description:
Information was received from a healthcare provider (hcp) and a consumer via a company representative regarding a patient receiving morphine (10 mg/ml at 3.578 mg/day) via an implanted pump. It was reported that the patient fell from a ladder and told the reporter that he experienced withdrawal symptoms for 3 days after the fall. He told the physician that he only experienced withdrawal symptoms for 1 day after the fall. The pump was interrogated on (B)(6) 2023 and there was no motor stall noted in the pump logs. The pump appeared to be functioning properly based on the pump logs. The physician saw the patient on (B)(6) 2023 in the office and performed a catheter access port procedure. The physician was unable to aspirate the catheter. Per the physician, no drug or dosage changes were made. The physician was going to monitor the patient over the next few days, and told the patient to report any return of withdrawal symptoms immediately. The environmental, external, or patient factor that may have led or contributed to the issue was noted to be the fall from the ladder on 22-jan-2023. It was unknown if the issue was resolved at the time of the report, and it was indicated that the hcp had no further information to provide regarding the event.

Manufacturer narrative:
Continuation of concomitant medical products: product ID 8709, lot# serial# (B)(4), implanted: (B)(6) 2005, and product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 03-oct-2007, and UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.